Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 600mg/dl. The customer administered a manual injection to address bg level. Reportedly, the customer uses admelog insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event.